Manufacturer narrative:
The reported event, housing won¿t close, was not duplicated. However, through functional and visual inspection, the technician found that the hinge was broken. The technician determined that the presence of a broken hinge could cause or contribute to the issues with the housing being able to close. Difficulty or inability to open and close the door can be caused by damaged housing, which was confirmed in this case. Device was placed in parts retention.

Event description:
It was reported that the aseptic housing could not be closed during testing at the user facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.